Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent implantation of an ultrathane mac-loc locking loop multipurpose drainage catheter for drainage of a pleural effusion. The hub reportedly "popped off of the drain during the procedure." Follow-up information received indicates that the device was in-situ one day at the time of the event. The patient reportedly subsequently developed a "small pneumothorax." The broken device was then completely explanted and the patient underwent a bedside replacement of the device with an unspecified chest tube. No further event or patient details were provided. The actual device involved in this event was discarded at the user facility and therefore is not available for evaluation. An unused sample from the same lot was returned for evaluation. Additional information received 02/27/2017: FDA report mw5067761: cook mac-lock chest tube lot #7486055 broke during placement in patient x2. First tube was placed on (B)(6) 2017. Patient developed pneumothorax. Second tube insertion on (B)(6) 2017. All tubes displaying the make and lot number have been sequestered and sent back to the reps by the ir staff. This is one of two medwatch reports being submitted as two separate events were reported. Reference MDR numbers 1820334-2017-00304 and 1820334-2017-00773 for all related reports. The same patient is involved in both events.

Manufacturer narrative:
A review of documentation, manufacturing instructions, specification, visual inspection and quality control data was conducted during the investigation. One unused, same lot device was returned and found to be in specification with no indication that the device would leak or that the hub would separate during use. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. The root cause of the failure is an issue for which measures have been previously initiated to address. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent implantation of an ultrathane mac-loc locking loop multipurpose drainage catheter for drainage of a pleural effusion. The hub reportedly "popped off of the drain during the procedure." Follow-up information received indicates that the device was in-situ one day at the time of the event. The patient reportedly subsequently developed a "small pneumothorax." The broken device was then completely explanted and the patient underwent a bedside replacement of the device with an unspecified chest tube. No further event or patient details were provided. The actual device involved in this event was discarded at the user facility and therefore is not available for evaluation. An unused sample from the same lot was returned for evaluation.